Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for gast rointestinal/pelvic floor. It was reported the patient did not feel contractions from her device like she normally did and also had a return of symptoms on (B)(6) 2019. The hcp also noted the patient was having trouble with patient programmer. The hcp was wanting someone to interrogate the device. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Correction the patient was having issues with their oral medication, and there were no issues with the patient programmer. There were no further complications that have been reported as a result of this event.